Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was in the 200's (mg/dl). The customer resumed insulin delivery to resolve the occlusion alarm.